Event description:
It was reported that during a routine follow-up appointment, a substantial decrease in the battery longevity was noted and this device was exhibiting the elective replacement indicator (eri). It was alleged the battery had prematurely depleted. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the header was firming attached to the device case and there were no irregularities noted. A review of the device data confirmed that no critical fault codes were recorded in the device. A longevity calculation confirmed that the device depleted faster than expected. A review of the battery voltage measurements noted a trend of high and rising power over the life of the device, while observing a gradual battery voltage drop. The device case was opened, and a high current drain was isolated to two capacitors. Analysis confirmed that the high current behavior of these two capacitors were consistent with hydrogen induced electrical leakage.

Event description:
It was reported that during a routine follow-up appointment, a substantial decrease in the battery longevity was noted and this device was exhibiting the elective replacement indicator (eri). It was alleged the battery had prematurely depleted. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected for analysis, but has not yet been received.